Manufacturer narrative:
(B)(4). Method: the subject rt265 infant dual-heated evaqua2 breathing circuit was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is based on the video and description of events provided by the customer and our knowledge of the product. Results: visual inspection of the provided video observed that the rt265 breathing circuit was connected to the ventilator, and generated a leak test failure, confirming the reported issue. Conclusion: without the return of the subject rt265 infant dual-heated evaqua2 breathing circuit, f&p healthcare's investigation was unable to determine the cause of the reported event. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Check all connections are tight before use.

Event description:
A distributor in china reported on behalf of a healthcare facility that an rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.